Manufacturer narrative:
The reagent lot number was requested but not provided. The field service engineer (fse) inspected the analyzer and found a broken tubing at the rinse mechanism assembly. He then replaced the tubing. He verified the analyzer's performance by qcs with acceptable results. After service, no further issues were reported by the customer. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter received questionable ck creatine kinase and magnesium gen.2 (mg2) results from an unspecified number of patient samples tested on the cobas 8000 cobas c 502 module. The reporter was able to provide two examples of discrepant results: the initial results were not reported outside of the laboratory. The initial ckmbl creatine kinase-mb result was 5375 u/l with an invalidating data flag. The analyzer performed a "decrease" and the first repeat result was 299 u/l. The second repeat result with the patient sample at 1:10 manual dilution was 5590 u/l. The initial mg2 result was a data flag with no numerical result. The first repeat result was 1.99 mg/dl. The second repeat result was 4.16 mg/dl.